Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was broken and cracked. It was also noted that the upper case, lower case, side bail covers and battery drawer were broken, and the lead flex cover, heart wire contacts and heart lead flex were contaminated.

Event description:
It was reported that during routine preventive maintenance, the lcd (liquid crystal display) was found to be broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.